Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the reported complaint. Per log review, error code 26006 occurred, followed by a grip torque event. The synchroseal instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No errors occurred while testing on the system. Additional observations not reported by site: the instrument was found to have damage to the cut electrode at the distal end. The root cause of this failure is attributed to a component failure. The instrument was transferred to failure analysis engineering (fae) for additional investigation. Upon further investigation, the instrument jaw cover was found to be dislodged and pulled over the distal pivot pin washer. The pivot pin washer was still secured the instrument. No potential for fragments was found. Additionally, the cut electrode thermal damage noted above was confirmed. The 26006 and 22024 errors could not be replicated on the in-house system. No further damage was found.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the customer had recoverable 26006 errors with two synchroseal instruments. The customer reseated the instruments with no success. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed robotically using a third synchroseal instrument with no injury to the patient.